Event description:
It was reported that during a total knee arthroplasthy, the tips broke off of two ortholock ex-pin 3x110s during insertion into the tibia. Fragments of the pins remain in the patient's tibia. This was the initial use of both pins. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Devices not returned.